Event description:
The pump was alarming as empty reservoir alarm. The patient's pump was interrogated. It was noted that the patient had missed their last refill date of (B)(6) 2012. It was indicated that the patient likely had been out of medication for 4+ days. The patient reported "a little tightness" and no withdrawal symptoms. The health care provider had "inherited" the patient from a different managing hcp and was unfamiliar with patient's history. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown.